Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube label partially peeled off before use. The following information was provided by the initial reporter: we purchase this item and we received in a shipment in july and as we are going through the boxes we are seeing that the stickers/labels are not adhered to the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube label partially peeled off before use. The following information was provided by the initial reporter: we purchase this item and we received in a shipment in july and as we are going through the boxes we are seeing that the stickers/labels are not adhered to the tubes.